Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of one (1) sig30ctav. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reload noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during an upper lobectomy procedure while firing on the pulmonary vein, the powered handle sounded really bad. It made a grinding sound when the device was closed. The surgeon pressed the green button and squeezed the handle but the device did not fire. To complete the procedure, another powered handle was used successfully. No patient injury or extension in surgical time. Patient status is alive, no injury.